Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed. Device not returned.

Event description:
The sales rep reported that during the shunt revision, the surgeon questioned whether the shunt may be stuck at the unintended pressure level, possibly due to tissue that had become lodged in the internal mechanism.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.